Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into a female patient's eye and one of the haptic was stuck to the optic. As the iol was unfolding in the capsular bag a crack was noticed at the junction haptic/optic. The haptic eventually completely detached from the optic as the I/a (irrigation/aspiration) handpiece was inserted into the eye. The iol was removed and replaced with another tecnis iol. The surgeon reported this iol exchange procedure to be more challenging than usual as there was a very pointy and sharp edge to both the haptic and optic, however the capsule was not damaged. The patient felt more pain during the surgery and more sedation and pain medication were necessary. The surgeon believes that the patient will have good outcome at the end but she will have some more corneal swelling than if an iol exchange was not done. Additional information was received on (B)(6) 2016 and it was learnt that the patient is reported doing well. The patient did have some more inflammation than usual, so the surgeon explained she would likely need steroid eye drops for longer period of time in that eye. The wound was enlarge slightly to remove the lens. No vitrectomy was performed. Explanted lens is not available.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.